Event description:
During implant of a left ventricular assist device, it was reported by the perfusionist that the system monitor was displaying low flow advisory alarms. Attempts were made to activate the extended alarm reset on the system controller without success and while in the process of exchanging the system controller, the pt's hemodynamics reportedly worsened when the white power lead of the system controller was disconnected; the pt was still connected to the black power lead. A backup system controller was used and no further issues.

Manufacturer narrative:
The system controller was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.